Event description:
Customer states that the sterile t-shaped surgi cover split while performing a procedure, exposing the nonsterile probe to the patient's heart. Customer states this could potentially cause serious injury, however, no injury has been reported.